Event description:
Ultrasound gel warmer shorted out and burned the bottles of gel to the warming plate. Smelled like burning rubber.the gel warmer (ideal products) had heated the gel product (parker laboratories) to a point where the gel bottles at the top were disfigured (they had expanded) so that the bottles could not be removed without dismantling (unit is held together by rivets which had to be drilled). Upon inspection of the internal components it was noted that on the right hand heating receptacle for the gel bottles the metal tape (used to hold the heating element to the cylinder) had come loose and as such the shielding had become overheated. The recommendation of the manufacturer in the operation of these units is that the warmer be turned off overnight and on the weekends as some gels and lotions tend to break down and separate when exposed to heat for extended periods of time. We discussed the unit with ideal and they told me that the unit is equipped with a thermoswitch (rated at 160 degrees) in case the unit overheated. There are no plans to return the device to the manufacturer. The only sign of heat damage was the wiring which was taped to the receptacles and at points that would be expected during normal operation.

Event description:
Ultrasound gel warmer shorted out and burned the bottles of gel to the warming plate. Smelled like burning rubber.the gel warmer (ideal products) had heated the gel product (parker laboratories) to a point where the gel bottles at the top were disfigured (they had expanded) so that the bottles could not be removed without dismantling (unit is held together by rivets which had to be drilled). Upon inspection of the internal components it was noted that on the right hand heating receptacle for the gel bottles the metal tape (used to hold the heating element to the cylinder) had come loose and as such the shielding had become overheated. The recommendation of the manufacturer in the operation of these units is that the warmer be turned off overnight and on the weekends as some gels and lotions tend to break down and separate when exposed to heat for extended periods of time. We discussed the unit with ideal and they told me that the unit is equipped with a thermoswitch (rated at 160 degrees) in case the unit overheated. There are no plans to return the device to the manufacturer. The only sign of heat damage was the wiring which was taped to the receptacles and at points that would be expected during normal operation.